Manufacturer narrative:
Continuation of d10: product ID 9735737, version: 2.1.0 and product ID 9735859, lot number: unknown h3/h6: the system was serviced in the field and the ethernet connector was replaced. Codes b01, c07, and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system was showing "scanning patient" when the imaging system was finished with the spin, but the images did not transfer. The system was rebooted and the issue was resolved. There was a delay of less than one hour. The use of navigation was aborted. There was no impact on the patient's outcome.

Manufacturer narrative:
H2, h3, h6) a software analysis was performed to determine the probable cause of the issue through log analysis. The logs captured 5 sessions on the date of issue reported. Among these, first session logs captured multiple "ptreader indicates an unread value in the dicom file errors" during an imaging system exam transfer. Suspecting due to the "ptreader error" the exam transfer got failed. This issue is consistent with a known software issue. Analysis found that the issue was related to the software. Code c10 is applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.